Event description:
It was reported the patient has pain at the implantable neurostimulator (ins) pocket site. It was reported the pain was 1.5 inches out, and in between their hip and left side they feel a ¿burny, stingy type pain.¿ it was noted the ins site hurts to the touch and it ¿feels like the ins has shifted around.¿ it was further noted the patient has an appointment with their health care provider (hcp) on the day of report and another appointment on (B)(6) 2014. It was reported the patient is able to feel stimulation and they are able to turn their device on and adjust stimulation. It was reported when the device is on they feel ¿burning around the edge of the machine, where the wires are coming out¿. It was noted there was ¿a lot of pain¿ and feels like ¿wires digging into flesh or tissue¿. It was noted the patient was unsure if this was tendonitis or ligament problems. Lastly it was reported the ins site is ¿a little puffy¿ but there is no bruising. Information omitted pertaining to event (B)(4)¿ pain/ins migrated/shocking. This is an unrelated event that occurred 2 years prior to event (B)(4).

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3998, lot# j0424996v, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had been complaining about this side pain that was different and new and started about a year and a half prior to (B)(6) 2017, or maybe in 2014. The patient started getting pain down toward the end of his left rib. He believed that it had to do with the dermatomes at the eleventh thoracic vertebrae and having more complications with pain in his spine area and stuff. It was determined by a neurosurgeon that the level above needed surgical intervention because of damage, so he did surgery which the patient had healed from but this did not resolve the pain. The pain would come and go when he would pull the left leg up, when he was lying down, and when compressing his left side. The patient said it was also more if he stretched out and he could feel like it was burning and stinging when he stretched his leg. The patient said it was pressing on a nerve along the pathways from the power source and going up to the tenth thoracic vertebrae where the wire went into the spine. The patient saw a healthcare professional (hcp) on (B)(6) 2016 that told the patient he wanted to get more aggressive. The hcp did blood tests to rule out intestinal stuff. On (B)(6) 2017, the patient saw his physiatrist and had him check it and palpitate and push with his fingers. The physiatrist told the patient that most likely it was the lead wire, nothing was out. The hcp gave the patient a lidocaine patch for the area, and it was noted that it may not work to kill the pain of the deep intercostal nerve that was in there but it may decrease the intensity. That was his prediction in the office as to what was the culprit. Prior to that, the patient had lab tests done for occult blood and to rule out intestinal stuff. The patient was to contact his hcp to resolve the symptoms and discuss the next steps.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's issue had not been resolved yet, but they saw a health care professional who was addressing the issue and they had an upcoming appointment on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was seen by their health care professional (B)(6) 2017 and was sent to a neurosurgeon for consultation.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3998, lot # j0424996v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).